Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿an incision was made at left inguinal canal. A small direct hernia defect was identified and dissected. A perfix plug was placed, a piece of onlay mesh patch was also placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair with removal of perfix plug and excision of left spermatic cord lipoma with implant of synthetic mesh. Per operative notes, ¿a dissection was made medially down to the cooper¿s ligament and the old plug was dissected. The spermatic cord lipoma and a small indirect hernia sac was identified and dissected. A synthetic mesh was placed and sutured.¿ attorney alleged that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 3 months post implant of perfix plug patient was diagnosed with hernia recurrence and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.